Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five events of infusion set kinked cannula on (B)(6) 2025 leading to high blood glucose and emergency room visit. Patient had blood glucose levels of 640 mg/dl.patient also had moderate ketones. Patient was treated using intravenous fluids of saline and insulin. No further information was available.